Event description:
It was reported that the handpiece began leaking a red lubricant before a surgical procedure. The planned procedure was completed with another device. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device. A possible failure to have caused what the customer experienced may be due to incorrect cleaning practices; however, this cannot be confirmed.